Event description:
A nurse reported that during an intraocular lens (iol) implant procedure, iol stayed in the inserter and the inserter passed right past the lens. Additional information received and stated that the lens did not come out of the cartridge during implantation.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).